Event description:
Information received indicates the brake is not working. The head end brake caster is not holding the brake.

Manufacturer narrative:
The technician found the caster was worn. He adjusted the caster set screw to repair the bed.